Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel implant procedure. During the procedure, it was found that the stylet failed to advance through the novel left ventricular lead. The procedure was completed using an alternate lead on (B)(6) 2021. There were no patient consequences.